Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 06/29/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. Further testing did not reveal malfunctions related to this complaint. The complaint was not duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. The reporter stated that the pump malfunctioned. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unusual issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.